Event description:
Depleted pad-pak. No patient involvement.

Manufacturer narrative:
The reported fault was attributed to corrosion on the membrane tail, due to suspected storage outside of the indicated conditions.

Event description:
Depleted pad-pak. No patient involvement.